Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed via x-ray. No electrical anomalies were detected. Lead remains implanted. The patient is in a stable condition.